Event description:
It was reported that the atrial lead had low p waves. It was also reported that during the replacement procedure, an atrial lead was attempted and not used as the physician was unable to find a stable position or acceptable p wave amplitude due to patient anatomy. The atrial lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed); the outer insulation had cosmetic metal ion oxidation (mio), cosmetic environmental stress cracking (esc), breached cut and had cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead had apparent explant damage.